Event description:
Tip of stryker screwdriver (revision driver draw rod) broke off in screw during tightening. Screw and tip of screwdriver and plate removed from patient. No untoward effect on patient.